Manufacturer narrative:
(B)(4). Reporter¿s phone number was not provided the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the hose assembly on the device was observed to have a hole in the hose approximately 4 inches proximal of the pressure relief valve which was consistent with having ruptured and the handpiece failed safety test. It was determined that this hose was ruptured proximal of the pressure relief valve indicating that the pressure relief valve did not relieve the pressure build up from the proximal occlusion. It was determined that the pressure relief valve was disassembled and debris was observed inside from improper cleaning causing the pressure relief valve to be stuck closed. The replaced locking components were observed to have been power broken causing the safety not to function. The cause for the handpiece to be power broken was due to engaging the locking components while the handpiece was running, which is user error. The assignable root cause was determined to be due to cleaning/sterilization, and/or maintenance procedure not followed per the directions for use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was disconnected at the bladder. During in-house engineering evaluation, it was determined that the handpiece had a hole in the hose and failed the safety test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.